Event description:
The customer received a blood glucose reading of 596mg/dl on the contour next link and received the adjusted amount of insulin from her pump. She became unconscious and an ambulance was called. The paramedics retested the customer and received a reading of 14mg/dl. When she arrived at the hospital she was tested again and the blood glucose was 33mg/dl. Customer was given medication to raise her glucose along with potassium, and peanut butter and crackers. The tests strips were expected to be returned for evaluation. New meter and strips were sent to the customer.